Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32-39 mg/dl at the time of the incident. The customer was at 125 mg/dl at the time of the call. Customer has been having lows in the middle of the night, for the past few weeks. The customer was given juice, glucose tablets, and the pump was suspended to treat. The customer was at 32 mg/dl in the ambulance, went up to 160 mg/dl after being treated, down to 50 mg/dl, and then up to 200 m/dl when her pump was reset. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer does not believe the pump over delivered. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using cafrelink. Device had cracked reservoir tube lip.